Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had showing low reservoir and battery low then he replaced it and then unexpected restart alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. The device will not be returned for analysis.